Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. As the device was not returned for evaluation, the root cause for the perivalvular leak remains indeterminable. However, patient and procedural factors likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm pericardial aortic valve, implanted two (2) months, thirty (30) days, was explanted due to a large perivalvular leak. The explanted device was replaced with a 21mm pericardial aortic valve. Per obtained medical records, the patient had a 2 x 3 cm area of aorta-ventricular discontinuity from the commissure between the left and right cusps, extending towards the area of the ostium of the rca. This area broke down and resulted in a perivalvular leak. The aortic prosthesis was removed completely and a 3 x 4 cm piece of hemashield was used to repair the aorta-ventricular discontinuity. Because of the significant adhesions and fibrosis, it was difficult to implant a 23mm prosthesis and so the annulus sized more comfortably to a 21mm prosthesis. The patient tolerated the procedure well and was taken back to the ICU in stable condition. The patient was discharged home in stable condition on post-operative day ten (10).